Event description:
It was reported that an unspecified number of 21 g x 1-1/2 in. Eclipse needle smartslip experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: the psychiatric department had difficulties when injecting neuroleptic im with the eclipse needle ref 305895 (21g x 40mm). Difficulty or even impossibility to push the medicine.

Manufacturer narrative:
H.6. Investigation: bd was not provided with photos or samples for catalog 305895 lot 1902011 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive a root cause. The cannula assembling process needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. This camera is challenged every 8 working hours. In addition of this preventive methodology, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process every 30 minutes. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 21 g x 1-1/2 in. Eclipse needle smartslip experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: the psychiatric department had difficulties when injecting neuroleptic im with the eclipse needle ref 305895 (21g x 40mm). Difficulty or even impossibility to push the medicine.